Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates. Hospital malfunction description: the motherboard of crossfire2 is burnt out. Fault cause fault description. The motherboard has exploded and needs to be replaced. Parts used p12833 pcba crossfire 2 powerboard. Probable root cause: console fuses fail to break circuit due to excessive mains current leading to fire, isolation power supply failure, use error, console is sterilized or disinfected, use error & console cleaned with incompatible products. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.